Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and user manual (um). A review of the device history record (DHR) was conducted for hy1000t-us/serial number 24c03872, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of the log files for this procedure could not be conducted as these were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. The hydros robotic system's user manual (um) um0401-00-01, us, english, rev. C, was reviewed. 4.2.3 warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: ¿ bleeding or blood in the urine post-op sterile 9. Hemostasis use a loop to systematically work around the bladder neck and remove the ¿fluffy¿ tissue (tissue devitalized by aquablation therapy) to view potential bleeding vessels underneath. Perform focal cautery at bleeders. Turn off irrigation and inspect for bleeders under normal blood pressure. Note: alternate hemostasis methods may include: - balloon catheter in bladder with bladder neck traction. - balloon catheter in bladder with bladder neck traction. Fill the bladder with sterile saline and maintain for 30-60 minutes before starting cbi. Under spinal anesthesia. - balloon catheter in bladder, no traction. - balloon catheter in prostatic fossa. - inflate balloon with 5cc saline in the bladder. - retract balloon under trus guidance into prostatic fossa. - inflate balloon to 30-50% of the initial prostate volume. - apply mild traction to hold the balloon catheter in place. Once hemostasis is achieved, remove trus probe and inspect probe and anus for blood and investigate, as needed. Introduce 22-24f hematuria catheter, inflate balloon, and apply standard to light traction as needed. Run cbi per facility's turp protocol. Monitor irrigation bags to maintain fluid supply. Monitor effluent color. Warning: unaddressed vascular bleeding can lead to serious patient harm. The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that the patient received a blood transfusion due to post-op hemoglobin dropping below 9.5. The patient has since been discharged from the hospital and doing well. No device malfunction was reported. The hydros robotic system's user manual (um) lists bleeding as a potential risk of aquablation therapy. Based on the review of the information provided, plus a review of the DHR, and um, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that, following aquablation treatment, the patient received one unit of blood due to post-operative hemoglobin levels dropping below 9.5 g/dl. According to the treating surgeon, the patient has since been discharged and is doing well. Aquablation therapy was completed successfully without errors. No malfunction of the hydros robotic system was reported.